Event description:
It was reported that, "the pt is having unexplained pain; surgeon is concerned that the implants were affected by the recall."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.